Event description:
It was reported that the lead integrity alert (lia) triggered due to the right ventricular (rv) lead having elevated sensing integrity counts (sic), noise, high pace/sense impedance, an impedance spike, and varying impedance measurements. It was also reported that a rv lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, several conductors had blood/body fluid (not obstructed), the outer insulation was breached cut and had a white substance on it, there was blood in/on the helix/lobe mechanism, and visual analysis showed apparent explant damage.